Manufacturer narrative:
Date of event: exact date unknown, event occurred in the middle of (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 5100555/5101551/5094271/5125581.

Event description:
It was reported that the patient developed an infection. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information has been obtained despite good faith efforts.